Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, pn unknown, ln unknown, unknown cup, pn unknown, ln unknown, unknown liner, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05090, 0001822565-2019-05091. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a tha in 2008. Subsequently, the patient suffers from bursitis and elevated ion levels. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: date of this report, description of event or problem, date received by manufacturer, type of reportable event, follow up, device evaluated by MFR, adverse event problem, concomitant medical products reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.